Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the op check for the defib test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The problem was duplicated during testing in lab. Therapy connector j16 pins were found pins lifted, therefore failed all tests during operational check.